Manufacturer narrative:
D10: 300-30-11 - eq preserve stem 11mm: (B)(6), 320-15-03 - rs glen plate post aug, 8 deg, left: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reve torque defining screw kit: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 5 years and 7 months post the initial left reverse total shoulder arthroplasty, the patient was revised due to a dislocated poly liner and metal on metal wear. The glenosphere, locking screw, and liner were exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.